Manufacturer narrative:
PMA/510(k) # p100022/s001. The 3 ziv6-35-125-6.0-120-ptx stents of unknown lot numbers were implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support this investigation. According to the information provided, restenosis was confirmed in the right sfa. Available information stated that the patient had pre-existing conditions including: hypertension, hypercholesterolemia. In addition worsened claudication and worsen rutherford were also observed on the patient. It can be noted that these symptoms indicate progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. However, as no imaging was available, a definitive root cause of this event cannot be determined. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that as per the package insert, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Additionally worsened claudication is also an adverse effect. As the lot number of the complaint device is unknown, a review of relevant documentation could not be carried out. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the information provided, restenosis was confirmed in the right sfa. Pta was performed on the patient and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2013: zfv6-35-80-6-40/ unknown x 1 + ziv6-35-125-6.0-120-ptx/ unknown x 3 were placed in the right sfa by left cfa approach. On (B)(6) 2014: 100% restenosis was confirmed in the right sfa. "Worsen claudication and worsen rutherford" were observed. On (B)(6) 2015: pta was performed. The patient recovered. There have been no adverse effects to the patient reported.